Event description:
Revision surgery was reported due to stem loosening.

Manufacturer narrative:
The associated device was returned and evaluated. The purpose of this investigation was to examine the returned implant visually and microscopically. In addition, wear of the liner was estimated using silicone mold replication. Discoloration due to absorption of biological fluid was observed on the backside of the liner. Damage was observed on an isolated portion of the lock detail; this damage may have been created during explantation. Damage/delamination was observed on the overhang of the liner. Total linear penetration was estimated to be approximately 1.6 mm using silicone mold replication. Based on the estimated penetration, the wear rate was approximately 0.08 mm/year. Cases involving similar linear penetration rates have been reported in the literature for sterilized liners of this material. The potential cause of delamination was the embrittled state of the material of the liner combined with high stresses. This material is normally a tough and ductile material, and does not behave in such a brittle manner. However, irradiation sterilization can affect certain changes to the molecular structure of the material (chain-scission and formation of long-lived free radicals). Although not deleterious by themselves, these changes render the material susceptible to oxidation over time. Reports in clinical and scientific literature suggest that the oxidation which occurs over time on the shelf, post sterilization, can lead to mechanical embrittlement of this material. Although, the in vivo oxidation rate of this sterilized material is less than that from shelf aging, it can still occur. The liner was shelf aged for an unknown period of time and in vivo for approximately 20 years. While lack of a lot number precludes identification of manufacture date and sterilization method, the visual appearance of this liner is similar to previously retrieved sterilized components that had periods of shelf and in vivo aging.

Manufacturer narrative:
.